Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt3096 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported by the customer that catheter was sheared and guidewire was bent. No other information was provided.